Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2025. On the morning of (B)(6) 2025 the patient reported via the hospitals 24-hour emergency line several replace emergency backup battery (ebb) and low flow alarms. The hospital attempted to call the patient back with no response, after several attempts the hospital reached out to the patient's family for a wellness check. The patient was found by police passed away with batteries and driveline connected and the system controller alarming. The patient's friend then disconnected the patient's system controller and batteries until the system controller shut off. Log file review revealed ebb faults as well as intermittent low flow hazard alarms on (B)(6) 2025 between 08:37 am and 09:49 am. At 10:56 am the system controller was disconnected from the pump, and not reconnected. The periodic log file captured ebb faults on (B)(6) 2025 at 05:35 am. Additionally a set of driveline disconnects alarms were noted between 06:35 am and 07:35 am. The driveline disconnect alarms occurred while the patient was connected to battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace backup battery alarms and driveline disconnects was confirmed via log file analysis; however, the reported event was not reproduced during testing of the returned heartmate 3 system controller (serial number (B)(6). Review of the event log files revealed from the beginning of the log files, 13jul2025 at 08:37:49, a backup battery fault alarm was active due to the backup battery not passing the load test. The onset of the alarm was not captured due to being overwritten by newer data. On (B)(6) 2025 at 10:56:31, the driveline was disconnected, and the pump stopped. The backup battery fault alarm did not resolve before the system controller was shut down. The pump operated at the intended speed without issue while connected to the driveline. Review of the periodic log files revealed on (B)(6) 2025 by 05:35:52, a backup battery fault alarm was active due to the backup battery not passing the load test. The onset of the alarm was not captured due to events being recorded at periodic intervals. The alarm did not resolve within the log files. On (B)(6) 2025 between 06:35:51 ¿ 07:35:51, the driveline was disconnected; however, the driveline was reconnected by 08:35:51 and the pump was operating at the intended speeds. On (B)(6) 2025 by 11:35:50, the driveline was disconnected again, consistent with the data recorded within the event log files. The returned system controller passed functional testing and successfully operated in a mock circulatory loop without any issues or atypical alarms produced. Throughout testing multiple backup battery load tests were initiated and a fault was not reproduced. Inspection of the returned backup battery (serial number (B)(6) also did not reveal any issues. Provided information stated that it was unknown why the driveline was disconnected. The root cause for the driveline disconnects was unable to be conclusively determined through this analysis. The root cause of the backup battery fault was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Additionally, it was found during investigation that there was a cut in the black power cable jacket. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their system controller, including backup battery fault alarms and driveline disconnect alarms. Heartmate 3 IFU, section 2 ¿ ¿system operations¿, instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller and power cables. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.